Event description:
The surgeon had performed a successful partial knee arthroplasty case using the robotic arm interactive orthopedic system (rio). About six weeks later, the patient fractured his femur at a bone pin site. A rod was implanted to treat the fracture and the patient is recovering.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was initiated by mako surgical with regard to this event. The evaluation is in progress, and no preliminary information is currently available.